Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. Analysis of the cuff identified a leak due to wear and fatigue at the corner of a fold. The identified leak would result in a lack of fluid in the system which would reduce or eliminate the functionality of the device. Inspection of the remainder of the cuff no other damage or irregularities that would impact cuff function. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. All the components were removed and replaced with a new aus system consisting of two 3.5 cm cuffs, a control pump and a 61-70 balloon. No information about the patient's outcome was provided.